Manufacturer narrative:
Type of investigation - code b14: a review of the manufacturing records for this device verified the lot met all pre-release specifications. Type of investigation - code b20: the device remains implanted and was therefore not available for engineering evaluation. Investigation conclusions - code d12: it should be noted that, per the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak and aneurysm expansion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2013, the patient underwent endovascular treatment after a total arch replacement for stanford type a aortic dissection. 2 gore® tag® thoracic endoprostheses (tag) were implanted from the aortic arch to the descending aorta. Reportedly the thoracic aneurysm size at the time of initial treatment was 58.9 mm. On an unknown date in (B)(6) 2021, follow-up CT scan showed that the aneurysm size had increased to 75.2 mm. Follow-up observation was continued. On (B)(6) 2023, follow-up CT scan showed that the aneurysm size had increased to 78.2 mm. It was determined that the enlargement was due to a proximal type I endoleak. On (B)(6) 2023, a reintervention was performed and two additional stent grafts were implanted proximally. The proximal type I endoleak was resolved.